Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: essure not found in removed fallopian tubes") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant, bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received : added patient demography, product details and new events: perforation: location of the perforation: essure not found in removed fallopian tube and device monitoring procedure not performed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration') and fallopian tube perforation ('perforation (other) please describe and state the location of the perforation: essure not found in removed fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, fallopian tube perforation and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet reporter information updated. Event: abdominal pain, migration were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.